Event description:
During a follow up call to the customer, the customer reported being hospitalized due to ketones and high blood glucose. The customer stated that, upon waking, she did not feel good. Customer disconnected from the insulin pump, treated with a 6 unit bolus, and the blood glucose levels had not lowered within an hour; thirty minutes later, customer was advised to go to the emergency room. Customer's blood glucose reading was between 330 and 350 mg/dl. Customer complained of difficulty breathing and red skin. Upon admission, customer was loaded with fluids and sent home. Customer was advised that the ketones were still in the customer's urine but not in the blood. Customer stated that the insulin pump would be inspected at a follow up, declining troubleshoot via phone call. Customer was advised that replacement supplies would be sent. After being discharged, the customer experienced high blood glucose and noted a bent infusion set cannula. A follow up call to the customer was scheduled.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.